Manufacturer narrative:
Based on the claim against the product by the customer noting failure to grip, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok instrument was analyzed and found to have a cracked clamping pulley at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge the input could "slip" with respect to its internal shaft causing the loss of cable tension. The complaint regarding failure to grip was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier wire guide was not allowing or tightening the clip to allow it to grip. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) contacted the customer for follow up, however they did not have additional information to provide on the reported issue.